Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (CRT-P) passed away. It was noted the pathologist cut the leads and removed the device, and the device was not interrogated prior to removal. The local sales representative received the device and performed an interrogation and the device was found to be operating in Safety Mode. It was not known if the device had reverted to Safety Mode before the death or after, so the device will be returned for urgent analysis.Additional information was received indicating the patient passed away on July 3. A review of device data found the device stored one sustained ventricular episode and seven non-sustained ventricular episodes on the reported date of death. The device was programmed to store ventricular events of 220 bpm or greater; the episodes showed ventricular arrhythmias with rates up to 357 bpm. The cause of death was suspected to be from ventricular tachycardia (VT)/ventricular fibrillation (VF).Upon receipt at our Quality Assurance laboratory, the device was successfully interrogated with a programmer, and the device's memory was downloaded and submitted for engineering review. Review of the device diagnostic data indicated that the device operated as expected (per programmed parameters) while in service, and that the device never reached the replacement indicator while implanted. Detailed review found the device had recorded a temperature of 23 degrees Celsius on (b)(6) 2026 at 03:13. The device then recorded a reset on (b)(6) 2026 at 20:00:15. The following day, the device recorded a temperature of 12 degrees Celsius. Additional device resets then occurred with the last reset recorded on (b)(6) 2026 at 07:32:43, at which time the device entered Safety Mode. The recorded resets all occurred after the device temperature decreased. Note that cell impedance increases significantly when the device is exposed to temperatures below normal body temperature (e.g., post-mortem). Based on the available data, engineers determined that this increase in impedance was sufficient to compromise the ability of the device's battery to support radiofrequency (RF) telemetry operations leading to the observed resets and Safety Mode operation.

Manufacturer narrative:
Upon receipt at our Quality Assurance laboratory, the device was successfully interrogated with a programmer, and the device's memory was downloaded and submitted for engineering review. Review of the device diagnostic data indicated that the device operated as expected (per programmed parameters) while in service, and that the device never reached the replacement indicator while implanted. Detailed review found the device had recorded a temperature of 23 degrees Celsius on (b)(6) 2026 at 03:13. The device then recorded a reset on (b)(6) 2026 at 20:00:15. The following day, the device recorded a temperature of 12 degrees Celsius. Additional device resets then occurred with the last reset recorded on (b)(6) 2026 at 07:32:43, at which time the device entered Safety Mode. The recorded resets all occurred after the device temperature decreased. Note that cell impedance increases significantly when the device is exposed to temperatures below normal body temperature (e.g., post-mortem). Based on the available data, engineers determined that this increase in impedance was sufficient to compromise the ability of the device's battery to support radiofrequency (RF) telemetry operations leading to the observed resets and Safety Mode operation.A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.A Risk Review was completed and confirmed that the event of Device Displays Error Message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Manufacturing Deficiency.